Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, an occlusion alarm occurred. Customer's blood glucose level was 92 mg/dl. During troubleshooting with tandem technical support, the pump was reset; however, the malfunction alarm recurred. A system check could not be performed for the occlusion alarm due to the malfunction alarm. Reportedly, the customer reverted to manual injections for alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been performed and the alleged malfunction issue was verified. Additionally, the occlusion alarm issue was verified in the pump logs; however, investigation could not be completed as an incomplete system was returned.